Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, mildly calcified, 90% stenosed proximal left anterior descending artery (lad). It was a left main to lad stenosis. Predilatation was performed prior to stenting. A 3.5x23 mm xience v stent was deployed from the left main to the lad after which a dissection was observed. An attempt was made to cover the dissection in the ostial lad to diagonal with a 3.0x15 mm xience pro; however, the stent delivery system (sds) did not cross due to the anatomy. The dissection was treated with a 2.5x15 mm xience v, which again caused another dissection. An attempt was made to cover this new dissection with a 2.25x15 mm xience v; however, the sds did not cross due to anatomy. The patient was stable and the dissection was able to be treated successfully using another device. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. The 2.5 x 15 mm xience v referenced is being filed under a separate manufacturing report number.